Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels which were in the ranges of 300s-400s. Customer consulted with her health care provider, and was advised to go on injections for boluses, and stay on the pump for basal rate. Customer treated elevated bg level with manual humalog injection. Customer also changed the cartridge/ insertion site, however bg levels remained high in the 200s mg/dl. Recommendation was made to discuss bg management with health care provider.